Event description:
The complainant is an insulin dependent diabetic. Complainant states that for the past six days complainant only receives a "fff" or "hi" (results greater than 600mg/dl). The customer stated that because of these results complainant has lost faith in the system and was forced to buy a replacement meter. While on the phone check paddle testing was conducted and again the only value that was received was "fff". A blood test was run and the only result obtained was "hi" while the replacement system gave a result of 223mg/dl. A request was made to return the system for eval.